Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital due to bacterial infection from food poisoning. Upon further evaluation, it was noted that the patient had endocarditis, and the right ventricular (rv) lead had vegetation. The patient's implantable cardioverter defibrillator and the rv lead were explanted due to the infection. The patient was stable throughout the procedure.